Manufacturer narrative:
(B)(4). The customer-reported guidewire kink observed during use was confirmed through investigation of the returned sample. Visual examination identified three kinks, one near the center of the guidewire body and two kinks towards the proximal end. The distal j-bend was misshapen but remained intact. Signs of use were observed on the returned guidewire. The returned guide wire met all relevant dimensional requirements; however, resistance was encountered at one of the kinked locations, preventing further advancement of the guidewire beyond that point during functional evaluation. No manufacturing-related defects or anomalies were identified in the returned guidewire during the investigation, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "guidewire issues (gripping and flexibility), kinking, and issues with insertion." The catheter was not placed due to the wire kinking. There was a delay in care. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "guidewire issues (gripping and flexibility), kinking, and issues with insertion." The catheter was not placed due to the wire kinking. There was a delay in care. The patient's current condition is unknown at this time.